Manufacturer narrative:
D6b pump explant date provided. D9 updated. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Corrections: e4, g4.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant indicated that a patient experiencing acute myocardial infarction and cardiogenic shock was implanted with an impella cp device to provide mechanical circulatory support. The complainant noted issues with the automated impella controller (aic) placement signal. It was reported that the placement signal vanished from the console, and an unreliable alarm for the placement signal was present. Troubleshooting procedures were followed, and the audio was turned off. Additionally, there was a discussion about the signs indicating the need for pump replacement.